Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair surgery the second implant on 2 fast fix devices did not deploy. No significant delay or other complications reported. Smith and nephew back-up device was available to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.